Manufacturer narrative:
Once the investigation has been completed any additional information will be reported a supplemental report.

Event description:
The nurse reported to our regional sales manager that she was observing a surgery procedure. During this she observed that a miss-locking happened.